Event description:
During a robotic cholecystectomy, the medium-large hem-o-lok clips #544230 would break at the bend when loading them from the cartridge. The surgical technician was able to load one successfully, but the rest broke. A new package was opened and they worked appropriately.